Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, the drawer failed to close.As per part investigation, it was determined that broken ASSY RETRACTOR DWR HH CUBIE (P/N 353844-01) which led to a short between adjacent copper strands resulting in the observed thermal damage.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 02-AUG-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.PART ANALYSIS:The report condition of drawer failure and won't open was confirmed during field service engineer (FSE) testing and subsequently confirmed during the DCHU inspection process. According to work order #(b)(4), the FSE reported that it was replaced both slide rails due to damaged bearing cage with ball bearing fallen out. Also, the FSE replaced drawer retractor band due to damage from staff forcefully opening and closing drawer when slide rails were damaged. The FSE replaced full height (FH) pyxibus module controller (PMC) board due to so much damage associated with the retractor band, it was proactively replaced PMC board to ensure device has no issues. The FSE replaced the drawer sensor due to cut. Assuming the damage resulted from the retractor metal damage from staff forceful opening and closing damaged drawer. Finally, the FSE replaced drawer board proactively to ensure extensive drawer retractor band damage replacement wasn't a residual effect to the drawer. The report was closed. During DCHU Visual Inspection: PN 353844-01: was received with a broken joint and copper strands in short with adjacent copper strands. PN 151903-01: had no missing components, signs of fluid ingress or any physical anomaly.During DCHU Testing: PN 353844-01: the testing from DCHU was not necessarily due to the broken joint and a thermal damage observed on copper strands during the visual inspection. PN 151903-01: the PMC FH was evaluated on an ESD protected surface with a calibrated DMM and passed the resistance testing. Also, it was mounted to DCHU HTA Equipment to the functional testing (HTA) and passed the test with no intermittent behavior observed. The device was in use for treatment purposes as intended per 21 CFR 820.198(d). ROOT CAUSE:The root cause of the complaint of a broken Pyxis cubie drawer that could not be closed was due to a broken ASSY RETRACTOR DWR HH CUBIE (P/N 353844-01) which led to a short between adjacent copper strands resulting in the observed thermal damage that compromised the drawer's functionality.